Event description:
A (B)(6) female patient from (B)(4) study experienced restenosis approximately five months post implantation of a cypher stent. Past medical history that may have increased her risk for mace includes hypertension, carotid stenting, multiple cva / tia, congestive heart failure, pvd/claudication, diabetes mellitus, allergy, previous pci and smoking. During the index procedure the patient received a 2.75x18mm cypher to treat a lesion in the proximal to mid lad. There were no complications reported. Approximately five months later, the patient experienced chest pain and revascularization was conducted to treat restenosis of the cypher stent. Balloon angioplasty was performed to the proximal lad and the event resolved without sequel.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the patient's medical history that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.